Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed dim display upon start up. A test display screen was mounted and then the unit booted with a fully illuminated display. Additionally, the contrast keypad button responded intermittently. The keypad was removed and contamination found under all button contacts. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Performed several 'ez-prime' operations successfully. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 the patient noted she was unable to read the reported pump display as the display had faded and was dim. The patient allegedly programmed into the pump an incorrect bolus dose of insulin, and afterwards obtained a blood glucose reading of 61 mg/dl. The patient also experienced the symptoms of weakness, shaking and sweating. The patient administered self-treatment by consuming food and orange juice, and felt better afterwards. It was reported the pump had not been exposed to moisture, there had been no trauma to the pump, and the patient had replaced the battery to no avail. The issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after programming an incorrect insulin bolus dose due to the dim/fading display screen issue, and received treatment with food to alleviate her symptoms and correct her blood glucose level. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.